Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to update the additional manufacturing narrative.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that interrogation of this device identified a message that a signal artifact monitoring (sam) episode occurred which resulted in a vector switch from the atrium to the ventricle. A review of the pacing impedance measurements noted the atrial impedance measurements were greater than 2000 ohms. A boston scientific technical services consultant informed the caller they could consider programming the atrial lead to a split configuration. The consultant also recommended not making any changes to sam since there was only a vector switch and minute ventilation (mv) was not disabled. No adverse patient effects were reported.